Event description:
Customer is indicating this pump has a noise/delivery deviation greater than 6%. Defect was detected during pt use. No pt injury has been reported at this time. No add'l pt info is available at this time.

Manufacturer narrative:
Device has been requested for evaluation.